Event description:
Download data from a (B)(6) male patient revealed a service code 102 (charge profile fault). Zoll customer support contacted the patient and issued him a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. Upon evaluation the monitor failed a pulse test due to a charge profile fault. The cause for the failure was isolated to an open r45 resistor on the monitor c/a board. The cause for the open resistor was isolated to transistors q6, q7, and q8 on the defibrillator board. The transistors were breaking down at high voltage, which caused excessive current to be drawn through resistor r45. The root cause for the defective transistors could not be positively identified. No adverse event resulted from the defective transistors. The patient did not require a replacement monitor.